Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 10, inratio meter 1: 2.x, oncologists office: 12.x.

Manufacturer narrative:
Investigation pending.